Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device by the complaint handling unit revealed scratches on the surface of the plate and slightly worn threads. The lcp plate was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. No product fault could be detected. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a fracture of the distal radius. During the surgery, (B)(6) 2013, the plate was fixed by the orif (open reduction and internal fixation) for colles¿ fracture. There is nothing bothering the doctor about the patient state, and the condition of the repaired site did not have any problems. On (B)(6) 2013, the doctor removed the plate because the patient¿s tendon of the flexor pollicis muscle ruptured. The two screws on the most distal and central part of holes were broken under the screw head. This is report 1 of 3 for complaint (B)(4).